Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (loud pop / will not power on) was confirmed.. As received, the monitor would not power on. Upon evaluation, the solder pads at the c19 high voltage capacitor were pulled from the printed circuit board. Multiple power supplies were shorted and multiple components were damaged on the defibrillator and computer / analog boards. The cause of the inability to power on is the extensive damage. The cause of the extensive damage is high voltage that deviated to low voltage circuitry. The root cause of the high voltage deviation could not be positively identified due to the extensive damage. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the device 'made a loud pop' and would not power on.